Manufacturer narrative:
Other, other text: b5: additional information received at smiths medical 03-aug-2021: event date is 4/27/2021 by home care provider, 5/11/2021 by us biomed repair. No patient involvement. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found the device intact. The customer stated problem was duplicated. The device's delivery accuracy was running at three different tests, all of the test were found to be over the manufacturing specifications. The pumps expulsor was replaced in order to bring the delivery into more nominal of a range. The root cause could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
Information was received regarding a cadd solis vip pump. It was reported that the device was over-infusing. This occurred during testing. There was no patient, or clinician injury associated with this occurrence.